Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause was determined to be unintended user error which conducted to the harm of the patient. In consequence the patient needed to be intubated. There was patient harm due to scalding / burns. This cer was already reported to FDA (ref: 3001421318-2022-00087).

Event description:
Nach der versorgungsrunde gegen 22:30uhr wurde eine wasserpfütze auf dem boden unter der heizung der leonie bemerkt, ein kontakt (links) war rot und gab alarm, daraufhin wurde der heiztopf nochmals richtig angebracht und überprüft, daraufhin hörte der alarm auf und die heizung war bei einer temperatur 35/37 grad eingestellt. Eine fehlfunktion war nicht zu sehen. Gegen 23 uhr wurde das kind extrem unruhig, daraufhin wurden starke verbrühungen unter der nase und im mundraum festgestellt, der nacken war ebenfalls gerötet+verbrüht. über den CPAP kam extrem heisses kondenswasser + luft welches zu verbrühung geführt hat. Die heizung zeigte zu diesem zeitpunkt 32 grad an. Das kind musste heute nacht als folge der verbrühung schutzintubiert werden. Wir haben die leonie so wie sie ist belassen und nicht abgerüstet. Eine vorkommnismeldung medizinprodukte-sicherheit ist erfolgt." Wasser in allen schläuchen, einschliesslich druckschlauch und insp.schlauch, festgestellt. Wasserkammer undicht beim wasserzugang zwischen wasserschlauch und wasserkammergehäuse. Schwarzes kunststoffgehäuse des linken schlauchkonnektors bei eine pin ausgebrochen, jedoch keine fehlfunktion feststellbar. English translation by google translate: after the supply round around 10:30 p.m., a puddle of water was noticed on the floor under the heater of the leonie, a contact (left) was red and gave an alarm, then the heating pot was correctly attached and checked again, then the alarm stopped and the heating was set at a temperature of 35/37 degrees. There was no malfunction to be seen. Around 11 p.m., the child became extremely restless, as a result of which severe scalds were found under the nose and in the oral cavity, the neck.